Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for ventricular tachycardia (vt) due to the wavelet matching supra ventricular tachycardia (svt). Follow up with the physician indicated that reprogramming of the device is scheduled. The device remains in use. No patient complications have been reported as a result of this event.